Manufacturer narrative:
Device samples have been returned to navilyst medical; however, the device eval is still on-going. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(6), hospital is experiencing instances of leakage and air bubbles in the system when utilizing a navilyst 4-valve manifold with a b. Braun intrafix fluid admin set. Difficulty has been encountered in securing a tight connection between the b. Braun set and the manifold. When a navilyst fluid delivery set was substituted, no problems occurred. There has been no air injected into any pts, nor any pt complications as a result of this issue. Several unused but opened devices have been returned to navilyst medical for eval.